Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the clips were not deploying properly. Some clips were scissoring. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Unknown what vessel or structure was the device fired on at the time of the event? Short gastric vessels. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it deployed 5 conforming clips and ejected 12 clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No incident related to the reported event was observed during the batch record review.